Event description:
As reported, the patient underwent a third revision surgery due to suspected infection based upon patient inflammation markers. Infection was confirmed during intraoperative pathology of cultures. The patient was revised to an antibiotic spacer. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: a review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. D10: (B)(6) 320-06-38 - glenosphere 38mm. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm.